Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited high pacing impedance, p-wave amplitude variation and noise over-sensing which resulted in multiple inappropriate mode switches. Elevated pacing impedance was first noted in april and showed a gradual increase over time. The ra lead was capped and replaced on (B)(6) 2026. The patient was asymptomatic and remained stable throughout the procedure.